Manufacturer narrative:
As of 10/27/2017 aso has evaluated retained samples. The results are acceptable with no defects found during testing. In addition, aso has reviewed records of biocompatibility tests. As of 11/14/2017 aso received completed cir and no unused samples for further investigation.

Event description:
Consumer stated that product ripped her skin off.

Manufacturer narrative:
As of 10/27/2017 aso has evaluated retained samples. The results are acceptable with no defects found during testing. In addition, aso has reviewed records of biocompatibility tests.

Event description:
Consumer stated that product ripped her skin off.